Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pacing problem and early battery depletion. The device was explanted and replaced, and the lead was to be evaluated and also replaced as needed, but apparently remains in use. Follow-up was attempted to clarify the lead status, with no information received to date. No patient complications have been reported as a result of this event.